Event description:
History of dow corning implants place in 1978. In 1989, right implant exchanged and replaced with unknown type of implant. Right implant ruptured spontaneously. 1997, pt had various symptoms including feeling run down. Recent mammogram and ultrasound indicate a collapsed membrane within the redundant outer envelope on the left side consistent with a rupture. On 4/1/98, she had a bilateral capsulectomy with removal and replacement of implants with saline implants. Bilateral implants removed (gel) were found to be intact.